Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported, a pt was hospitalized. The following is from medical records received from the pt's treatment facility. The pt presented with shortness of breath, weakness and cough. She was admitted to hospital for healthcare-associated pneumonia due to her recent hospitalization and chest x-ray findings, acute-on-chronic systolic congestive heart failure decompensation and non-ischemic cardiomyopathy. She was treated with antibiotics and ultra-sound guided thoracentesis with 500ml was aspirated. She was discharged (B)(6) 2013.